Manufacturer narrative:
The device was evaluated by ventec where it was observed that it had failed the internal flow transducer (ift) sv-5 timing test. A failure of this test could be indicative of an ift issue that may lead to lower than expected exhaled tidal volume (vte) levels. Ventec replaced the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed a device issue that could result in lower than expected exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01098-100. Section d4, model #, of the initial medwatch report should have stated: v+c, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).